Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted sliding hiatal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report that site was facing an m11 error on the erbe generator. Before calling in, site already restarted the erbe generator without improvements. Tse confirmed the error pointing to an internal power problem of the erbe generator. Tse requested a power cycle of the erbe with power removal. After this the error returned. Tse asked if they have an external energy device compatible with the davinci instruments. Surgeon was not sure. If site did not find the external generator they planned to convert to traditional laparoscopic. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis. The iesu was placed on an in-house system and was run in normal mode. The m-11/c-34 error on monopolar energy coagulation activation was replicated in testing.